Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient who has a methyl methacrylate allergy is exhibiting red rash in their mouth (soft tissue) in retainer contact area while using a retainer made from essix+ plastic.